Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 review of merlin.net transmissions from (B)(6) revealed the implantable cardioverter defibrillator exhibited non sustained r wave oversensing episodes due to post paced t wave oversensing. On (B)(6) 2018 the asymptomatic patient presented to the clinic and a remote transmission from (B)(6) also revealed the same device behavior. The device was reprogrammed and the patient would continue to be monitored via merlin.net and in-clinic visits.